Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to trunnionosis. Intra-operatively, excessive trunnion wear and some metallosis were observed. The stem, head and liner were revised. Rep reported that the revision usage sheet can be provided. Otherwise, rep confirmed that no further information will be released by the hospital or surgeon.